Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15073, 3006705815-2022-15074. It was reported that the patient was experiencing irritation at the ipg site and the patient wanted wider coverage due to improper lead placement. As a result, the patient underwent surgical intervention during which the system was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.